Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 53.7cm was returned for analysis. External insulation abrasions were noted at 6.8-8.5cm, 9.0-10.2cm, and 10.8-11.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 12.4-14.5cm from the distal tip. Internal insulation abrasion was noted at 10.0-11.4cm from the distal tip. At the time of explant the etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors was observed via x-ray. Lead was explanted and replaced. Patient condition is good after the event.